Event description:
Additional information was received from the patient. The patient stated that at night they don't seem to be going to the bathroom as much, but during the day, especially toward the evening, they go a lot. They also said that their left testicle was hurting somewhat. Patient said they were on program 5 and wanted to know if there was a difference in the different programs. Reviewed general information about program use and recommended discussing symptoms with managing healthcare provider(hcp). Recommended decreasing amplitude if stimulation was causing discomfort in the testicle. They confirmed they plan to do so. Patient has an appointment with healthcare provider in about 3 weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is not getting any benefit from the therapy at all. The caller stated that last night the patient only went to the bathroom twice. The agent asked caller if the patient's symptoms were the same as before the implant, and the caller stated they were still the same until last night, when they went twice. The caller stated that they feel some buzzing and clicking coming from the device. Patient requested a call from their rep. Emailed rep. The patient was redirected to their healthcare provider to further address the issue. Patient's rep mentioned they're scheduled to see hcp in 4 weeks.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they met their doctor on (B)(6) 2025 and their settings were changed. The cause of the issue was unknown.